Event description:
It was reported a transmitter presented with power adapter contacts looking burnt. The transmitter was plugged back in and able to power up, but the power light would not come on. No further changes were reported. There was no patient involvement.

Manufacturer narrative:
The field complaint of unit having burnt prongs was not verified; however, the field complaint of the no power led was verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the ac power adapter. The visual inspection also revealed no damage to the green contact strips after removing the plug adapter. The unit was plugged in to a working ac power outlet and it powered on successfully. A keypad anomaly presented itself when the power led and the 5th led on the transmitter failed to power on; however, all the other leds and icons turned on. The delete downgrade process was completed successfully.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.